Manufacturer narrative:
A ge service rep performed an onsite investigation. The boards, fuses, and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system displayed an error message and the system had to be rebooted. This is indicative of a system lock up. There was no pt injury or death reported.